Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom visually verified item lot combination and reviewed manufacturing date as tasp lot 62515528. Exhibits signs of repeated use (nicked or gouged) and confirming complaint, the post feature has fractured off, all pieces returned. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Prior investigations into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Complaint is confirmed via product return & evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the tibial articular surface provisional fractured upon removal. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.